Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging squamous cell carcinoma of the urethra. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information that the patient alleging squamous cell carcinoma of the urethra. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. Previously submitted report was incorrectly filed with incorrect box d: suspect medical device information, (device) problem code grid (1), remedial action init (rfb) and recall (z) number (rfb). In this report, box d: suspect medical device information, (device) problem code grid (1), remedial action init (rfb) and recall (z) number (rfb) has been updated correctly.